Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to replace motor control board (hms) and motor power amplifier board (hmf), however the issue remained. During further troubleshooting, it was found that the issue was with the motor shaft. Therefore, the two new boards were removed, reinstalled the old ones and sent the involved affected pump to livanova deutschland for a further investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 console pro version. The incident occurred in india. In order to solve the issue, motor control board (hms) and motor power amplifier board (hmf) need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 console pro version gave a motor control failure error message (code 442) during priming, after installation of the machine. Restarting the machine and reconnecting all cables did not resolve the issue. There was no patient involvement.